Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was unable to be inflated due to leakage. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the procedure sheath was not returned. Per functional analysis, leak testing was performed on the balloon of the returned device and a leak was found. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2016001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as ¿balloon loss of pressure¿ was confirmed due to the condition in which the unit was received for analysis. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 2 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was unable to be inflated due to leakage. There was no reported patient injury. The device will be returned for evaluation.